Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx had foreign matter. The following information was provided by the initial reporter: the customer reported that the needle npe was bent. The picture also shows fm inside the cover.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 10/14/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx had foreign matter. The following information was provided by the initial reporter: the customer reported that the needle npe was bent. The picture also shows fm inside the cover.